Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation the reportable events: -it can be determined that "foreign material has adhered to the surface of the distal end section including the objective lens", the foreign material turned out to be silicic acid and organic silicone from chemicals. Silicic acid and organic silicone are not a substance originated from an endoscope but from chemicals like anti-foaming agent and the foreign material has adhered due to insufficient precleaning and rinsing, in addition, due to insufficient drying as the endoscope has been stored without detaching the valves. Additionally, there was information that anti-foaming agent has been added to the water container for usage. -it can be determined that "foreign material was found inside the air / water nozzle" the foreign material turned out to be silicic acid and organic silicone from chemicals, and protein from humans. Silicic acid and organic silicone are not a substance originated from an endoscope but from chemicals like anti-foaming agent. Protein originated from humans. It is presumed that the foreign material has adhered due to insufficient precleaning and rinsing, in addition, due to insufficient drying as the endoscope has been stored without detaching the valves. Additionally, there was information that anti-foaming agent has been added to the water container for usage. Therefore, it is presumed that the events occurred due to steps of reprocessing not correctly been implemented in line with the instruction manual. Therefore, foreign material could not be removed even with such a reprocessing. The instruction manual states the inspection method associated with the event in "chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter adhered to the surface of the tip (including the objective lens) and foreign matter adhered to the inside of air/water supply nozzle pipeline. There were no reports of patient involvement.